Event description:
Salivadirect sars-cov-2 rt-pcr test use for covid-19 under emergency use authorization (eua): patient provided specimens for binax-now antigen test and salivadirect rt-pcr test. The antigen test was negative and rt-pcr test was positive with a CT value of 24. The patient mentioned over the phone that they provided a nasal swab specimen for rt-pcr testing using another method to another lab on the same day and received a negative result. FDA safety report ID # (B)(4)..

Event description:
Salivadirect sars-cov-2 rt-pcr test use for covid-19 under emergency use authorization (eua): patient provided specimens for binax-now antigen test and salivadirect rt-pcr test. The antigen test was negative and rt-pcr test was positive with a CT value of 24. The patient mentioned over the phone that they provided a nasal swab specimen for rt-pcr testing using another method to another lab on the same day and received a negative result. FDA safety report ID # (B)(4).